Manufacturer narrative:
Manufacturing site: (B)(4). The regalia xs 1.0 guide wire was returned for evaluation. The returned guide wire was helically deformed likely due to strong friction for approximately 75-90 cm from the tip. At approximately 65 cm from the tip, ptfe coating on the shaft was peeled off that was likely made by a hard and edgy object. For approximately 70-85 cm from the tip, the ptfe coating was circumferentially and intermittently peeled off. The coil segment of the returned guide wire remained intact including sliding ability that would have contribute to the observed damage. Replication test was performed according to known similar events. An unused guide wire of the same brand was inserted into a torque device. The torque device was slightly loosened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating at the time removal of the guide wire was difficult likely due to tortuous anatomy that would make the pacemaker lead to become deformed and narrowed the lumen; therefore, the guide wire was stuck inside the lead. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have been remained in the vasculature. The malfunction and adverse effects section of the instructions for use (IFU) states breakage of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi gladius guide wire peeled off during a ppi to treat a heavily calcified 90-99% occlusion in the popliteal artery. After the guide wire successfully crossed the lesion, a non-asahi cutting balloon was delivered over the guide wire to inflate at the lesion. The cutting balloon was removed once. When an attempt was made to redeliver the cutting balloon over the guide wire, the cutting balloon was not advancing. Both devices were removed together with peeled fragment of the polymer jacket on the guide wire. A new guide wire was replaced to resume the procedure. Recanalization was successfully achieved by poba. There were no adverse patient effects associated with this event.